Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: unopened samples of product were returned for analysis. The complaint sample was not received. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands with no defects or suture breakage observed. A functional test was performed using and the pull force and tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no suture needle pull off or suture breakage was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that during surgery, the suture was behaving like a de-tach suture, meaning the suture was coming away from the swage. There were no adverse patient consequences reported.